Event description:
It was reported to medtronic minimed that the customer experienced pump error 24, missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer was not able to clear the alarm. Customer inserted a new fully charged battery and display did not return to normal or self test was failed. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump failed to boot up once installing aa battery, partial display was noted. The pump passed the displacement test, sleep current test, and active current test. The pump failed the self test. Test p-cap locked properly into the reservoir compartment. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Successfully downloaded pump history files and traces using thump software. Pump alarmd a pump error 24 alarm on the event date of (B)(6) 2024 at 06:25:00.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 24 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Missing segments/partial display was confirmed during testing due to moisture damage on the lcd assembly. Moisture damage was confirmed found on the electronic assembly and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.